Event description:
Device report from colombia reports an event as follows: it was reported that during a procedure on (B)(6) 2022, the 4.5mm cortex screw self-tapping 120mm broke while being inserted into the fibula and became impossible to extract. The head of the screw that had not entered the bone was cut with a saw, and the rest of the screw was left inside of the patient. The procedure was completed successfully with an unknown delay. The patient was undergoing fracture reduction and fixation. This report is for a 4.5mm cortex screw self-tapping 120mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional procode: ktt. Initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: date of concomitant therapy is (b)(3) 2022. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.